Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was found to have a light-colored plastic damaged. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: questions cannot be answered because no complaint was reported by the or. The defect was identified during reprocessing, and the instrument will not be reused to prevent potential harm.